Event description:
Event description guidant received information that at a wound check, it was noted that this implantable lead had elevated thresholds, and the lead had dislodged. The patient under went a successful lead revision.